Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage power supply. (B)(4).

Event description:
The customer reported black images during x-ray, stars are appearing in the image. No pt injury was reported.